Event description:
During a laparoscopic cholecystectomy, the first clip from the ER 30 did not form. There was no consequence to the pt. Clinical follow-up: 1/24/97 1324 message and 800# left for md to call back. 1/27/97 nncl sent.